Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 28-feb-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 30-sep-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), a dislodgement occurred once the tether was cut. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.